Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on 15-may-2024 and 18-may-2024. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.